Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional about a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient presented with pocket erosion with the implantable neurostimulator (ins) exposed. It was stated there was a large gap in the skin along the side of the ins. The surgeon cut the extensions and removed the ins. The patient was also given intravenous (IV) antibiotics and will receive a replacement when appropriate. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.